Manufacturer narrative:
Lot/serial# (B)(4): (B)(4). Lot/serial# (B)(4): (B)(4). Additional devices implanted and/or related to this event: pla230300/16495402. Patient medications: allopurinol, atorvastatin, calcium 20mg, bumetanide, eloquis, metoprolol, and valsartan. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and death. (B)(4).

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa endoprostheses and gore® viabahn® vbx balloon expandable stents to treat aortic occlusive disease. The physician was performing a ¿build a bifur¿ procedure. It was reported that the implantation of all devices was successful, but when the physician attempted to balloon the gore® viabahn® vbx balloons (bxa077901a/17840211 and bxa077901a/17840210) simultaneously, calcium that was in the aorta, came loose and tore the aorta, and was confirmed under angiography. The tear was below the right renal artery, proximal to the edge of the gore® excluder® aaa endoprostheses (pll161007/16424903). The physician reintervened by implanting an aortic extender endoprosthesis (pla230300/16495402) just below the left renal artery. There was a proximal type I endoleak present, so the physician attempted an open conversion. He left the devices implanted. Due to the amount of blood loss (amount of blood products given is unknown) the patient became hemodynamically unstable. The patient went into cardiac arrest due to blood loss and expired.